Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 798 mg/dl, "extremely sore throat from vomiting", and "broken ribs 6,7,8 on right side due to collapsing"; cause was not known. On 11/15/2023, customer drank water, administered boluses via the pump and manual injections to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, manual injections, and potassium. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.